Event description:
It was reported that pump screen appeared in black and white making the screen unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.